Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos.) It was also reported that twos was observed on stored episodes and that the patient was walking briskly in hot humid weather and sweating alot prior to the episodes. Adjustment of rv sensitivity, sensing vector or ventricular blanking post ventricular sense was recommended. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos.) Adjustment of rv sensitivity, sensing vector or ventricular blanking post ventricular sense was recommended. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).